Manufacturer narrative:
The returned implantable neurostimulator was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) was set. There was no significant anomaly of the implantable neurostimulator identified. The returned partial lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. There was no significant anomaly of the lead identified. Device evaluation method code updated to 10. Device evaluation result code updated to 213. Device evaluation conclusion code updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the lead was left in because the surgeon was having difficult time removing it. He felt that the process to remove it would cause more harm than good. They will leave the lead in place. The ins has not been returned, the rep is waiting for a mailer kit to return it, and the ins will be placed in the mail as soon as the rep receives a return mailer kit. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type I. Information was reported that was reported that the patient stated she wants to have the ins removed. The patient's therapy stopped working for her "a few years back". Additional information was reported that the patient's ins could not be adjusted to work anymore. The patient would like to have the ins removed since the battery needs to be replaced. The patient's ins is not currently in use. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was unable to get good coverage from their stimulation even though numerous reprogramming was done in the past. The ins was at the elective replacement indicator (eri) and the battery site bothered the patient a little. The patient was unable to locate a new rep in their area so the patient decided to just have the ins removed. The rep said the ins was discharged so they were unable to connect to the ins. The rep said the ins was removed but they were unable to remove the surgical paddle. It was noted that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.